Manufacturer narrative:
Upon a follow-up with technical support, the customer reported that the power cord was replaced to address the reported issue. The customer canceled the onsite repair, and no further information was provided.

Event description:
It was reported that the ventilator shut off while in use. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.